Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box verified the vp and vm were steady with no sudden drops prior to the reported temperature event on (B)(4) 2017. The pump¿s electrical current draws were found to be within specification. No evidence of moisture in the battery compartment or internally was found. The power flex and components were inspected with no defects found. The pump was opened, and no damage was observed to the power circuit. The pump was successfully run on a 24 hour basal program with no reboot, power loss, or overheating duplicated. Investigators were unable to duplicate the overheating pump complaint during the investigation. The battery was not returned with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump and battery became hot/warm to the touch. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.